Event description:
Customer reported the alarm will not sound when pressure is removed from the sensor pad. Customer tested the alarm with a new sensor pad. Customer also tested the sensor pad with a different alarm and the sensor pad is working properly. Customer reported no visible damages to the alarm and was using a new set of batteries. There was no patient incident or injury reported. The customer did not provide a date when this occurred.

Manufacturer narrative:
The product was requested to be returned for evaluation, but has not been received. (B)(4).